Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the duodenovideoscope had foreign material exiting from the channel (including auxiliary water channel). The issue occurred during a procedure for an unspecified diagnostic procedure. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "stent was clogged in biopsy channel" occurred due to user tried to retrieve the stent through biopsy channel. The event can be prevented by following the instructions for use which state: warns on stent retrieval as follows: 4.1 precautions, warning do not retrieve the stent through the instrument channel of the endoscope. A stent or piece(s) of a stent may stay in the instrument channel or the suction channel of the endoscope even after reprocessing. It may cause incomplete reprocessing, and pose an infection control risk, cause equipment damage, or reduce performance. Manufacturer of the stent was unknown. As reference, IFU for stents of olympus pbd-030, 1031, 1032, and 1033 series instructs as follows: retrieval of the stent:caution: do not use the instrument that has been inserted into the endoscope. Instrument damage may occur. Do not collect the stent through the channel of the endoscope. Instrument damage may occur. To retrieve the stent, use grasping forceps (B)(6) in accordance with its instruction manual. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.